Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 169 mg/dl and the sensor glucose was 70 mg/dl at the time of the incident. The customer¿s blood glucose was 171 mg/dl. The customer blood glucose levels was 70 mg/dl and sensor glucose level was 70 mg/dl. The customer was advised to enter blood glucose reading into the pump immediately after testing blood glucose, do not delay entry. The sensor will not be returned for analysis.